Event description:
A malfunction was reported on the customer's pump, which did not lead to any adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction, and although the malfunction code was resettable, they had not reset it in the past 24 hours. Technical support decided to replace the pump as it was under warranty. The customer was instructed to use multiple daily injections (mdi) as backup therapy and to return the faulty pump with a pre-paid label to avoid being billed. The customer was also advised to set up the replacement pump with updated software, program their settings, and connect their continuous glucose monitor (cgm) to it.